Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were at a dentist appointment and did not feel well. They checked the cgm and it was displaying 93mg/dl and then the patient started seizing. The dentist called 911 and when the emergency medical technician¿s (emts) arrived, they checked the patient's bg and the meter was displaying 33mg/dl. The patient was transported to the emergency room (ER), was treated with intravenous (IV) therapy of glucose and was released from the hospital an hour later. At the time of contact, the patient was in healthy condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.